Event description:
Healthcare professional reported left side "deflation," and "increased surrounding inflammation." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; underweight, extended opening, fold creases. A microscopic analysis was performed which identified; stress marks, curved striated openings on posterior, nicks with striations. Based on the device analysis the final assessment is: - striated openings assessed as surgical damage.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "deflation," and "increased surrounding inflammation." The device has been explanted.